Event description:
An (B)(6) female pt returned monitor sn (B)(4) for an unrelated nonconformance. During servicing, the latch which holds the electrode belt connector to the monitor was broken. This pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the latch on the monitor, which holds the electrode belt connector to the monitor, was broken. The broken connector latch caused an intermittent connection between the monitor and the electrode belt. The root cause for the broken latch cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken latch. The pt received a replacement monitor.